Manufacturer narrative:
Section d references the main component of the device system the relevant components include: product ID 8781 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: product type catheter product ID 8782 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml baclofen at a dose of 235 mcg/day via an implantable infusion pump for intractable spasticity. It was reported that the patient was being seen for a dose adjustment and mentioned to the managing physician that he had an appointment next week with the surgeon because the surgeon was to look at the incision because the patient was having trouble with the healing. After the patient's catheter revision on (B)(6) 2016 the patient was taken to see the surgeon because a caregiver noticed the patient's t-shirt was wet. The patient reported that both the pump pocket site and the spine site were sore to the touch. The surgeon gave the patient some antibiotics and asked him to come back next week. The surgeon informed the patient that if the incision does not look better they will have to explant the pump. The managing physician did not look at the wound on (B)(6) 2016. It was reported that the patient was the initial reporter.

Event description:
Additional information was received from a healthcare provider on 2017-jan-05. It was reported that on (B)(6) 2016, it was observed that the patient was experiencing mild wound drainage. The wound drainage was thought to be the cause of the patient's wet t-shirt. The lumbar wound edges were healing slowly, and no purulence was observed. No imaging was performed related to the wound drainage, and no diagnoses were made. The antibiotic the patient was given was augmentin, and the patient was to follow-up with a healthcare provider two weeks after the appointment on (B)(6) 2016. It was noted that the patient needed a pump dose increase. The patient's medical history included hypertension and thyroid disease. The patient was taking the following medications at the time of the event: dulcolax, tums, neurontin, heparin, synthroid, prinivil/zestril, dolophine, morphine (msir), seroquel, senokot-s, and ambien.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.